Event description:
A pt's line was leaking. After the line was removed, it was discovered that there was a tiny hole in the line, approx at the 5cm mark. There is no report that this line was occluded or was having any problems prior to this event.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lhr review is not possible, as no mfg lot number has been provided by complainant.